Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn dso seal. A review of the event history log found records of "high alarm displayed: downstream occlusion", "system fault 46,828 occurred" and "system fault 42,221" alarms. Functional testing was able to verify and duplicate the reported problem. Functional test additionally found a faulty latch lock, faulty pwa board, and a malfunctioning dso sensor. It was determined that a faulty pwa was the root cause. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown

Event description:
It was reported the device exhibited error codes 46828 and 42221. There was unknown patient involvement.